Event description:
During an esophageal dilation, the physician selected a cook endoscopy hercules 3 stage esophageal balloon. The device was slowly inflated to 4 atms. The balloon ruptured during inflation and the tip of the balloon detached in the pt. The detached section of the balloon was retrieved with a roth net. The pt did not require any add'l medical procedures due to this occurrence. The pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Eval: our laboratory eval of the returned product confirmed a severed balloon. Approx 4 cm of the balloon's distal section has severed and detached from the device. The detached balloon section and balloon dilator device were included in the return. The section of the balloon material remaining attached to the balloon dilator is intact with no splits visible in the material. No portion of the balloon material is missing. There are multiple bends in the balloon dilator. Bends in the dilator and the severed section of the balloon suggest excessive pressure may have been applied to the balloon, perhaps during an attempt to remove a compromised balloon from the accessory channel of the endoscope. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Forceful removal of a compromised balloon from the endoscope while inside the pt can cause this type of occurrence. The instructions for use contain the following caution: "a compromised balloon may prohibit removal from the endoscope accessory channel. Removal of the endoscope along with the compromised balloon may be required." The activity helps the user avoid removal resistance created by the compromised balloon. Once the endoscope and balloon are removed simultaneously from the pt, the user may cut the balloon catheter next to the end of the endoscope to facilitate easy removal from the accessory channel. The reporter was unable to specify if the balloon was lubricated prior to advancement through the accessory channel of the endoscope. A possible contributing factor to a compromised balloon is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. If negative pressure was not applied to the balloon prior to advancement, this could have contributed to a compromised balloon. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A compromised balloon can occur if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. The instructions for use contain the following warning: "during dilation, do not inflate balloon beyond the maximum indicated inflation pressure." Over inflation can cause damage to the balloon. Another possible contributing factor to balloon material damage is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation. Over inflation can result in damage to the balloon material. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of a severed dilation balloon leading to detachment in the pt is rare. Customer quality assurance will continue to monitor for complaint trends.